Manufacturer narrative:
D4. Expiration date: updated, d4. Gtin: updated, d9. Product available to stryker: updated, d9. Returned to manufacturer on: updated, h3. Device evaluated by mfg: updated, h4. Manufacturing date: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was received in a deployed condition, which aligns with the additional information. The stent delivery wire (sdw) and the introducer sheath were returned. The stent was deformed in the middle. The sdw was kinked/bent at the distal end. The introducer sheath was noted to be intact. The functional information was not performed as the subject stent was returned in deployed state. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event 'stent partial deployment' and 'unexpected movement of device' could not be replicated during device analysis. However, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analysed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'moderately tortuous'. It was reported that 'after delivering the subject stent along the microcatheter to a position distal to the lesion site, the physician retracted the microcatheter to deploy the stent. As the stent was partially deployed, the microcatheter and stent system shifted proximally due to the release of tension. At this point, since the stent had already been partially deployed, the microcatheter and the stent system within it could not be repositioned at the distal end of the lesion. The physician had no choice but to withdraw the entire microcatheter and stent system out of the body and deploy the stent externally'. In the additional information, the physician felt that there was some relationship between the anatomy and the unexpected movement of the device. The subject stent was returned for analysis in a deployed condition. This is aligned with the event description. There was some deformation noted in the middle section of the device. The stent delivery wire (sdw) was also returned and was noted to be kinked/bent towards the distal end of the wire. Finally, the introducer sheath was returned for analysis and it was undamaged. In the case of this complaint, it appears that there was excellent transfer of the stent from the sheath into the microcatheter (mc), and the subject stent was advanced to the distal end of the microcatheter without any issues (resistance or friction) reported. Therefore, it is highly likely that the deployment issue occurred as a result of some unknown procedural factor(s) and/or the target vessel tortuosity. The reported event ¿stent partial deployment¿ and ¿unexpected movement of device¿ as well as analyzed damage ¿stent deformed¿ and ¿stent delivery wire (sdw) kinked/bent¿ listed in the grid below will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during the intracranial posterior communicating artery (pcoma) aneurysm embolization procedure the physician used the subject stent. After delivering the subject stent along the microcatheter to a position distal to the lesion site, the physician retracted the microcatheter to deploy the subject stent. As the subject stent was partially deployed, the microcatheter and subject stent system shifted proximally due to the release of tension. At this point, since the subject stent had already been partially deployed, the microcatheter and the subject stent system within it could not be repositioned at the distal end of the lesion. The physician had no choice but to withdraw the entire microcatheter and subject stent system out of the body and deploy the subject stent externally. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the intracranial posterior communicating artery (pcoma) aneurysm embolization procedure the physician used the subject stent. After delivering the subject stent along the microcatheter to a position distal to the lesion site, the physician retracted the microcatheter to deploy the subject stent. As the subject stent was partially deployed, the microcatheter and subject stent system shifted proximally due to the release of tension. At this point, since the subject stent had already been partially deployed, the microcatheter and the subject stent system within it could not be repositioned at the distal end of the lesion. The physician had no choice but to withdraw the entire microcatheter and subject stent system out of the body and deploy the subject stent externally. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.